Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass there was foaming in the reservoir. This event occurred during a mitral repair, during which small cannulas were sucking air in the venous line, which is typical for the user. This issue was eventually fixed due to the amount of foam that had been generated in the reservoir, but it was never cleared. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). The returned sample was visually inspected and no anomalies were noted. Review of the device history records revealed no manufacturing issues. The reservoir was set up in a circuit through a roller pump and .9% saline solution was flowed through the reservoir and cr filter. The flow of the saline was inspected and found to run through the filter as intended, with no anomalies. The flow rate was run at both 5l/min and 2l/min, and was found to function as intended. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.